Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information obtained via follow up indicated that the leads were explanted and replaced. It was discovered after explant that one of the leads were fractured. Therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-03132. It was reported that the patient's stimulation was decreasing by itself. Troubleshooting confirmed the scs system was autoreducing. Surgery may be pending to address this issue.